Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28931046, was reviewed. The pump was manufactured on may 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic multiple times. The clinic confirmed that the patient did not experience any adverse effect. The patient was brought to the clinic on (B)(6) 2025, and 30ml of fluid was removed from the pump after 7 days of last visit on (B)(6) 2025. Due to this, the clinic planned to do an arteriogram. The arteriogram was performed on (B)(6) 2025, in interventional radiology. According to the clinic, the flow was fine. The pump was injected with contrast. The pump was intact. The catheter tip is in good position in gastroduodenal artery with short normal appearing stump. On gentle injection of contrast, flow directly antegrade into the hepatic system with right to left sides equally filling. No pseudoaneurysm, leak, or obstruction. On a slightly stronger injection, reflux into the celiac axis seen. The line was flushed with saline and then passed back over to the haip team to heparinize. The clinic scheduled the patient to the clinic on (B)(6) 2025, to check residual volume and instructed the patient's spouse to put direct heat on the pump. The pump was accessed on (B)(6) 2025, and clinic removed 30 ml from pump after 7 days. The clinic is discussing potentially explanting the pump. As of today, the root cause is inconclusive. Once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report of a pump at sunnybrook being empty. On (B)(6) 2025, the pump was accessed at day 14 and was "empty". The nurse notified the oncologist and recommended that the bolus line should be infused with tissue plasminogen activator (tpa). The reservoir was not refilled with high dose heparin saline solution. On (B)(6) 2025, it was observed that no fluid came out of the pump since not being refilled on (B)(6). Intera oncology employee indicated to the nurses that the pump's reservoir should always have fluid in it. The patient was due to a floxuridine infusion. The pump was refilled with floxuridine and heparin saline solution to fill the 30 ml reservoir. The clinic scheduled the patient to visit the clinic on (B)(6) 2025, to determine whether the pump is flowing properly. About 23 ml of fluid should be removed from pump with 7-day period.

Event description:
Intera oncology received a report of a pump at sunnybrook being empty. On (B)(6) 2025, the pump was accessed at day 14 and was "empty". The nurse notified the oncologist and recommended that the bolus line should be infused with tissue plasminogen activator (tpa). The reservoir was not refilled with high dose heparin saline solution. On (B)(6) 2025, it was observed that no fluid came out of the pump since not being refilled on (B)(6). Intera oncology employee indicated to the nurses that the pump's reservoir should always have fluid in it. The patient was due to a floxuridine infusion. The pump was refilled with floxuridine and heparin saline solution to fill the 30 ml reservoir. The clinic scheduled the patient to visit the clinic on (B)(6) 2025, to determine whether the pump is flowing properly. About 23 ml of fluid should be removed from pump with 7-day period.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28931046, was reviewed. The pump was manufactured on may 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera 3000 hepatic artery infusion pump, serial number (B)(6), was returned to intera oncology on (B)(6) 2025. The interior and exterior packaging for the pump was intact. Dried blood was evident in between silicone sleeve and catheter. During the investigation, a couple of tests were done to confirm device performance. The result of the pressure/volume test passed and met specification. However, the results for the or prep, bolus test and 7-day flow test failed. Additional testing such as aspiration test, inadvertent bolus test, and catheter leak test were not conducted because the pump could not bolus or flow. Additional information about the complaint became available during the investigation. On (B)(6) 2025, the patient was supposed to get a refill, so the pump was emptied but was accidentally not refilled. The pump could not bolus or flow because it had a clot. There are no indications of a mechanical or manufacturing related device failure. The root cause of this no flow is use error.